Manufacturer narrative:
We have received the complaint device for evaluation and were able to verify the failure. We found that the blue stopcock (common balloon arm) on the shunt was leaking at the bushing. The root cause of leaking is the manufacturing operator error - not enough glue was applied during the manufacturing process. Device history records review did not reveal any discrepancies related to the complaint event either during the manufacturing or packaging processes. We have also not received similar complaints for other devices "fsorom" this lot. Therefore, we believe that it was an isolated incident. We made our manufacturing associates aware of this complaint. Please note that this type of defect should have been caught by the device user during pre-op testing of the device. The pre-use check for functionality of the devices is a requirement of the IFU. Please also note that no permanent injury to the patient happened due to this incident.

Event description:
When a shunt was placed in the patient and during the procedure it started leaking. As a result, the patient lost 1.2 liters of blood. It is unknown if the device was tested during pre use check.